Event description:
Failed no sensor alarm [device malfunction]. Decrease in oxygen saturation [oxygen saturation decreased]. Case description: this initial spontaneous report was received from a neonatal/pediatric clinical respiratory therapy educator in the united states, regarding a pediatric pt who experienced a decrease in oxygen saturation and failed no sensor alarm while on inomax via the inomax dsir device ((B)(4)). Additional info was obtained from the reporter on (B)(4) 2012. The pt's medical history/co-morbidities were not provided. Concomitant medications were not provided. A pt of unk age and gender was being administered ino for an unspecified indication and duration. The pt's lung recruitment and o2 saturations (in the high 90s) were stable on a conventional ventilator (settings not provided) with fio2 of 80%. The pt was being weaned without any reported issues from inomax. On (B)(6) 2012 a neonatal/pediatric clinical respiratory therapy educator relayed a report to the company concerning the inomax dsir (B)(4) "monitor screen going blank after a visual alarm notification"; the screen "then came back on." The respiratory therapist (rt) on duty was "alerted to the alarm condition of failed no sensor by an audible 1 pulse tone from the device". The rt failed the clinical respiratory therapy educator to the pediatric intensive care unit at which time the clinical educator removed the pt from mechanical ventilation and provided positive pressure ventilation via the inoblender with a fraction of inspired oxygen (fio2) of 100%. The clinical educator then proceeded to examine the device for any visible signs of incorrect circuit setup and found none present. He proceeded to cycle inomax dsir standby then back to on, to see if the alarm condition would correct. However, the alarm did not clear and the device was subsequently switched out while the pt remained on therapy through the inoblender. The clinical educator reported that during the "process of switching devices, the pt's oxygen saturation dropped to the low 80's while being manually ventilated." The clinical educator could not remember how long the pt's oxygen saturation levels were in the low 80's but stated that it "took the pt's lungs awhile to re-recruit due to the loss of peep experienced during manual ventilation." The pt was connected to a new device and, according to the clinical educator, "drug therapy was delivered successfully and the pt recovered". After the device was switched out, the clinical educator was instructed by ikaria technical services to do a high range calibration to the nitric oxide (no) sensor which was successful. He did not have time to do additional tests and a decision was made to remove the device from service and return it to ikaria for inspection. The clinical educator considered the event of oxygen saturation decrease to the low 80's as serious because it took the pt "awhile to re-recruit" and related to ino max dsir malfunction but not related to inomax. The clinical educator stated that due to the hospital's hippa guidelines he will not provide any additional info about the pt or the event.

Manufacturer narrative:
On (B)(4) 2012 a clinical respiratory therapy educator contacted ikaria customer support report that inomax dsir device ((B)(4)) alarmed failed no sensor while in use on a pt ((B)(4)). Company comment dated (B)(4) 2012: the failed no sensor alarm is a low priority signal and does not coincide with an interruption in delivery. This subject therefore appears to have experienced an o2 desaturation due to a loss of lung recruitment rather than due to a withdrawal of ino therapy as the therapy was not interrupted (the pt remained on the inoblender) during the event. Eval summary: when the device was returned to a service center for investigation, it functioned to specifications. Examination of the service log confirmed the occurrence of a no (nitric oxide) cell calibration failure, per the customer report. On further investigation, the no cell was found to exhibit a slow speed of response. The cell's blow speed of response led to the calibration failure, resulting in the user exchanging the device. The root cause for the incident was a no sensor that was operating outside specifications. This condition will be tracked and trended under ikaria's quality system. Ikaria was unable to reproduce the reported screen blanking issue, despite repeated power cycles and extended device operation.